Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on one (1) patient sample with the simplexa covid-19 direct assay, but negative when repeated on the same simplexa assay and on a competitor assay (cepheid genexpert). Run analysis of the simplexa results showed one (1) patient sample ID (B)(6) detected for the s gene (CT = 33.8) and orf1ab (CT = 30.4) and no detection of the ic control. The orf1ab target is within the expected detection range which indicates a true positive result. It is known the genexpert targets (e gene, n2 gene) are different than the simplexa targets (s gene, orf1ab), which could explain the negative by genexpert. The sample repeating negative on the simplexa assay may indicate the initial run of the sample could be contaminated, but the customer's device and suspected false positive sample was not available to confirm this possible root cause. Batch record review showed the critical component, reaction mix mol4151 lot# x9331n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 for a previous complaint with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 2nd complaint on mol4150 lot# x11329n for suspected false positive results.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on one (1) patient sample with the simplexa covid-19 direct assay, but negative when repeated on the same simplexa assay and on a competitor assay (cepheid genexpert). The customer confirmed the suspected false positive result were not reported to the diagnosing physician or clinician. No alleged harm occurred. Additional information for patient health information and sample collection method was not provided.